Event description:
Related manufacturer report number: 1627487-2022-01767, 1627487-2022-01768, and 1627487-2022-01769. It was reported that the patient¿s scs system was explanted due to new bilateral foot pain that began after lead implantation.

Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.